Event description:
Customer's spouse called on customer's behalf. Spouse mentioned that customer was taken to the ER last month because of symptoms related to customer's diabetes. Customer had two blood glucose readings of 34mg/dl. Symptoms were headache. Unk what the result was at the ER. Sending a letter to obtain more info.